Event description:
A report was received by carefusion on (B)(6) 2010 indicating that an infant's parent was suctioning the tracheostomy tube in the pediatric intensive care unit (picu) and when it was withdrawn from the patient, a loose piece of plastic was found attached to the tip of the catheter. The piece of plastic found would fit into the hole that is punched into the sides of the tip of the catheter. Additional information from the event description of the user facility (B)(4), "additionally, the day before this report was submitted, the father of this patient reported that a piece of plastic came out with the suctioning. This small piece of plastic was photographed by our medical photographer and it appears it may have come from an incomplete hole punch. The specific catheter was not saved. No obvious patient harm."

Manufacturer narrative:
(B)(4). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were noted. It was confirmed via a picture received that one sample was incorrectly assembled and there was a burr at the tip of the catheter. Review of the manufacturing process for the suction catheter revealed improvement opportunities at the assembly area. Teflon wear on the drilling equipment could cause an incomplete perforation on the catheter. Visual aids were generated for the correct assembly of the product at each work station; the work station was re-designed in order to eliminate tubing burrs after the perforating process. Previously there were air outlets without protection allowing the burrs to spread by the work station. Acrylic will be placed around the equipment to contain and prevent the burrs on the table assembly from spreading. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.